Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient sustained a perforation of the gastric pouch. The initial procedure was completed robotically. On postoperative day two, the patient underwent a swallow study which identified the perforation. The patient required an open laparotomy and a graham patch repair was completed. The staple line was reported to be intact; however, a hole within the stomach was identified. The surgeon indicated that the complication was not stapler related. The patient had prior comorbidities which contributed to the perforation. The patient is reported to be doing well. The patient has lost 60 lbs. And is no longer diabetic.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.